Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck at the login screen, prompting for a username and password. A technical support specialist dialed into the station, logged in as cfnadmin, and navigated to the station configuration utility. The login settings were reconfigured to use cfnapp as the default, after which the station was rebooted. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a stuck at the login screen, prompting for a username and password, even after the reboot. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.